Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The test battery was removed and reinserted with no failed battery test alarm or battery out limit alarm noted. No bolus stopped alarm noted during testing. Device powered up properly after the test battery was installed. Device was monitored for 2 days. No blank display, power loss anomaly, unexpected weak battery alarm, unexpected low battery alarm or unexpected off no power alarm noted. No motor error alarm noted during testing. However, during visual inspection the motor had a corroded home switch. No moisture damage noted on the electronic assembly. Device uploaded properly using carelink. No cosmetic damage noted. Drive support disk was inspected and no anomaly was noted. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the called their health care professional and walked to him at night on an unknown date due to high blood glucose level of 715 mg/dl. The customer's other blood glucose levels were 687 mg/dl and 138 mg/dl. The health care professional treated the customer with 20 units of insulin and manual injections. The customer also reported that the reservoir was leaking at past first o ring. They also reported that the insulin pump had received 6 motor error alarms. They were unable to clear the alarm and unable to rewind the insulin pump. The customer declined troubleshooting because the reason of high blood glucose level was reservoir leak and motor errors. The insulin pump and reservoir will be returned for analysis.